Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, two leaks occurred. First, the optical port that was created with an open technique leaked gas constantly during the entire procedure. The access point was compressed with a skin grasper. Second, there was also a leak in the actual trocar in the insertion opening. When the reducer cap was exchanged with a new device the second leakage was eliminated. There were no adverse consequences for the patient.